Event description:
The customer called technical support (ts) reporting that the device's nurse call cable jack is defective. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has a v60 and it has a broken remote alarm jack on the back of the unit. They thought it was manufactured that way, but the installation date was 2011. They never did the remote alarm test during pm service. Provided him the latest service manual rev p. Recommended part is the central processing unit (cpu) printed circuit board assembly (pcba). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer is taking responsibility to correct/repair the device. Multiple good faith efforts were made to obtain information regarding repair and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repairs have been conducted. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Based on information provided and/or service performed the reported issue was confirmed. The device was not being used for treatment when the reported failure occurred.

Manufacturer narrative:
The customer received the part and replaced the central processing unit (cpu) pcba. The unit was repaired and is back in service.